Event description:
As reported for this event by the customer, the device bulb was going to stand by intermittently. The issue was occurring with two 190 series scopes. The bulb was at 400 hours and the cable was sound. While on the phone with the olympus technical assistance center specialist for troubleshooting, the customer noticed that the power cord was pushed out by an inch. Once the power cord was reseated by pushing back in, the issues of the device were resolved. There is no harm reported to any patient or persons.

Manufacturer narrative:
The device is not returned since the issue was resolved; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the lamp intermittently entering the standby mode. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the cable was not properly installed. Olympus will continue to monitor field performance for this device.